Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation

Event description:
The customer reported that the intellivue mx800 patient monitor was used during a patient event in operating room 1 on (B)(6) 2021 and requested assistance with the retrieval of the logs. The device was in use monitoring a patient at the time of the reported event. No additional information regarding the patient.

Event description:
The customer reported that the intellivue mx800 patient monitor was used during a patient event in operating room 1 on (B)(6) 2021 and requested assistance with the retrieval of the logs.device was in use monitoring a patient at the time of the reported event. No additional information regarding the patient, such as gender, age, height, and weight, was made available

Manufacturer narrative:
During the investigation, the biomed at the customer site, confirmed that there was no allegation of the mx800 monitor being the cause of or having contributed to the patient incident. The patient was transferred to a bigger hospital in the health system network. No additional information regarding the event, any medical steps taken to assist the patient, and the current status of the patient was provided. A philips field service engineer (fse) went to the customer site to collect the status / device report from the monitor which was forwarded to philips product support engineering (pse) for analysis. The customer requested information regarding the alarms, waveforms, and "silence" or "end case" activities for the time frame of 07:30 to 17:00 on (B)(6) 2021. The intellivue mx800 patient monitor was used as a stand-alone monitor in or1 and was not attached to a central station. A clinical audit log and trend data review from the central station was therefore not available. Additionally, no alarm review from the monitor or bed label for the event were provided for the investigation. Based on the provided data, pse was unable to carry out an investigation and the cause for the reported event could not be confirmed. The fse confirmed that the monitor was placed back into use after the event. Based on the data provided, an investigation was not possible and the exact cause for the reported event could not be confirmed. The monitor was placed back in use with no further issues identified. No further investigation or action is warranted at this time. H3 other text : data required for analysis was not available.